Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was recreated in clinic. Pacing was not inhibited and there no inappropriate therapy was delivered. The pocket was reopened and while testing the lead via a pacing system analyzer (psa) no pacing impedance measurements could be obtained when configured to is-1 ring to proximal coil. Visual inspection during the procedure noted the lead appeared to be compressed on the entry to the vein. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.